Manufacturer narrative:
One device was received for evaluation. Functional testing was able to be duplicated. It was determined that the defective downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that ¿beeping without a reason. Customer wants inspection and battery replacement " the event occurred while in use with patient. There was no adverse patient health effects.